Event description:
An alarm was reported by the customer, followed by another alarm indicating an occlusion event earlier in the day. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, confirming no adverse impact on their blood glucose level. The customer resolved all occlusion events by filling the tubing and resuming insulin delivery, but declined further assistance, leading to the case closure by technical support.